Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has effective therapy.

Event description:
It was reported that the patient's system was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient was receiving an error message on the patient programmer indicating that the ipg was not communicating. As a result, surgical intervention may occur to address the issue.